Event description:
Pump declared alarm 20 during loading process. There was no adverse impact to customer's blood glucose level, not exceeding 500 mg/dl. Cts assisted customer in attempting to load a new cartridge using proper technique, but cartridge alarm recurred, preventing resumption of insulin therapy. Cts arranged for replacement of pump, confirmed shipping details, and guided customer to use mdi as backup therapy. Customer was instructed on storing pump and returning it with pre-paid label within 10 days.